Event description:
The patient reportedly experiences headpiece retention issues. Additional magnets were used; however, the retention problem did not resolve. A skin flap revision surgery will be scheduled.